Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, the doctor attempted to advance the iol, and the implant was pushed out through the tip of the inserter. There was patient contact reported in right eye. The procedure was completed on same day with unspecified replacement lens and there was no impact to the patient additional information has been requested however no further information available.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis. Iol (intraocular lens) was returned outside of the device. No cause identified. The device was received loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned outside of the device inside a specimen container. Solution is dried on the iol. The reported complaint is lacking in relevant information such as the type of defect/issue observed. Photo review: photo1: received image attached to this file shows an company adm labelled sn (B)(6), it has been clarified in the fu that photo is not related to this file. Photo2: received photo shows the tip of an company device, the plunger is advanced to the pause location, the leading haptic is straight and protruding out of the nozzle tip. The plunger and iol position appear to be acceptable. Clarification was not received to confirm whether this photo is related to sn (B)(6)or sn (B)(6). The product investigation could not identify the root cause for the reported complaint "dr attempted to advance the iol & implant was pushed out". The complaint is lacking in relevant information regarding details of the type of defect/issue observed. The lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).